Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and they were attempting to figure out why his insulin levels are spiking. The mother mentioned that the cannula was bent, which could contributed to his glucose level to rise. Troubleshooting was declined as customer only wanted to know if the insulin pump would alarm for a partial shut down. No further information was provided.